Event description:
Exact date of event unk, but occurred sometime during 2006-2007 as reported by guardian of no. 1. Malfunction of deep brain stimulator caused ongoing, life threatening exacerbation of dystonia symptoms. Exacerbation continues nearly unabated; the pt is left horrifically disabled, in constant dystonic movement that prohibits use of wheelchair and all other assistive devices. As is also the cause with pt no. 1, the entire family is now financially destitute and traumatized in every conceivable way as a result of the dbs related problems. The potential dangers of dbs devices and related surgery cannot be overstated. Frequency amount: ongoing, route: intracerebral. Dates of use: 2006 or 2007 to present. Diagnosis or reason for use: dystonia. Event abated after use stopped or dose reduced: no.